Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition post-procedure.